Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon checking by the renal care nurse, it was evaluated the permcath patency, it was noted to be obstructed". The user changed to a new set to complete the procedure. There was no patient complications. The patient's current condition is reproted as "critical".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided five photos for analysis. The pictures showed the catheter and connector assembly removed from the patient. There were obvious signs of use in the form of blood and a suture from placement. The complaint of the catheter being blocked could not be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy. Volume of flush solution should be equal to the priming volume of the catheter" and "to maintain patency of catheter between treatments, a heparin-lock must be created in each lumen of catheter. Concentration of heparin used and flush frequency should be determined by hospital protocol". Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "upon checking by the renal care nurse, it was evaluated the permcath patency, it was noted to be obstructed". The user changed to a new set to complete the procedure. There was no patient complications. The patient's current condition is reproted as "critical".